Event description:
It was reported that an unspecified system error (se) occurred during use on the home choice (hc). The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. A visual inspection was performed and no abnormal appearance was observed. A one hour simulated therapy revealed no issues. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported event. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that there were any parts replaced during servicing that could have caused or contributed to the reported difficulty. A review of the device history records revealed no issues that could have caused or contributed to the reported difficulty. All the functional tests passed and the device met the product performance specifications. The reported event could not be verified through the device evaluation or review of the logs. If additional relevant information is obtained, then a follow-up MDR will be submitted.